Event description:
This ra lead was implanted on (B)(6) 1999 and remains implanted at the time. A procedure form was stating that this lead was involved in an infection. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).